Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked/chipped by the front right and left bottom corners and by the handle, cracked right and left plunger case and cracked plunger lever, visible contamination and with some of the barrel clamp assembly worn and some contamination. During analysis, the reported customer's issue was able to be duplicated. It was noted that physical impact was the cause of the reported issue. Service replaced the right plunger case assembly to correct the reported issue, performed power up process and all functional testing passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump had a broken plunger lever. No patient was involved in this event. No adverse effects were reported.